Manufacturer narrative:
Returned device was received in good physical condition but the with damaged lens was damaged. Evidence of reported problem in event log was found. During the evaluation of the device. They were unable to duplicate the issue. There was no fault found with the system although this error is typically due to loss of dc power while running. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd-solis vip pump was presenting with error code lec 44510-303206340. There were no reported adverse events.